Manufacturer narrative:
The system was serviced in the field and the psu was replaced. Codes 10, 120 and 4307 are applicable. Analysis of the returned psu determined that the amber fualt light was not on when it was powered on, but came on during testing. The event log showed intermittent history of low illuminator current dating back to march 2020. The psu also failed an accuracy test at .47 mm with a passing threshold of .35 mm. Codes 10, 120 and 4307 are applicable. Other relevant device(s) are: product ID: 9 735339r, serial/lot #: (B)(4). Product ID: 9733437, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the led lamp (orange) of the position sensor unit (psu) lit up. "X" was displayed on camera mark of the application. The system was rebooted and could be used without any issues after the reboot. No patient was involved.